Manufacturer narrative:
The carefusion service group received the suspect gas delivery engine (gde) for refurbish and evaluation. The service group performed flow and volume manufacturing testing ,which the assembly passed. The service group was not able to duplicate the reported event by the customer. At this time, no component root cause could be determined. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). The suspect device has been received but is pending evaluation. Once the results of the investigation are available a follow-up report will be submitted.

Event description:
The customer reported the volume out of specification on this avea ventilator. The customer reported no patient involvement with this event.